Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit. Identifying witness mark from automatic firing fixture was present on instrument handle. Functionally; since the clinical single use loading unit (sulu) was not received a pmv representative sulu was loaded into the instrument. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were fired over test media with acceptable staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the device was difficult and unable to close and open while being applied on main upper left vein. The jaws did not open before it was clamped over tissue and did not fire. The operator performed the full and complete squeezes of the handle until resistance was felt. The handle did not return to the open position following the first full squeeze of the handle. The handle did not remain in the closed position following the second complete squeeze of the handle. The tissue was not cut. New device was used to complete the case. Patient is alive with no injury noted.